Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into a distal target lesion in a severly calcified right coronary artery after pre-dilatation with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon. A previous attempt had been made to cross the lesion with another manufacturer's stent, which was unsuccessful. The ave gfx stent was also not able to cross the target lesion; therefore, the stent and delivery system were pulled back into the tip of the guide catheter. During removal of the whole system, the stent dislodged from the stent delivery system at the iliac artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The stent was successfully snared from the pt and discarded. The target lesion was treated with percutaneous transluminal coronary angioplasty only, and there was no additional clinical sequelae reported relative to the event. There is no further info available from the user facility.